Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope and evaluation revealed occasional atrial undersensing during arrhythmia. Follow-up was attempted with two clinics the patient has used but neither one follows the patient any longer and had no knowledge of the report. Evidence is not available indicating any changes were made and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.